Manufacturer narrative:
Product analysis results: visual and optical inspection confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow. This type of damage is consistent with torsional overload. Inspection of the material hardness confirmed conformance to print specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery from t6-11 for thoracic stabilization due to fracture as the patient fell from high point. Intra-op, the tip of the driver broke off within the shank of the screw when it was being implanted. Surgeon was able to retrieve the broken tip from the patient with no issues. No patient complications were reported as a result of this event.